Manufacturer narrative:
This product is not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange). Result code : work oder search: no similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -13.00 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was exchanged for the same size and diopter lens due to tear/break during injection into the eye on the same day. The problem was resolved. As of the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear residue and debris on the lens. Corrected data: work order search: one similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4)